Event description:
It was reported that while using the smartstitch pp connector the locking jaw portion of grasper broke off in patient. No patient injury was reported.

Manufacturer narrative:
The reported perfect passer connectors, intended for use in treatment, were returned for evaluation. A relationship between the devices and reported incident was established. From the information provided, grasper broke off in patient. Visual inspection shows the connector was received with the s-clamp unhooked from the s-hook. Internal investigation indicates the failure cause for upper s-clamp coming loose is due to a dimensional discrepancy on the s-hook component. Changes to the component have been implemented to prevent this failure. A review of the device history record was performed which confirmed no inconsistencies.